Event description:
It was reported that the implantable pulse generator implantable pulse generator (ipg) returned for analysis and tested out-of-specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed that the device set eri/rrt while implanted. The device met 40.97% of the lower 99.9% expected longevity. The device had nominal current drain and passed testing when powered with an external supply. Review of the save to disk file showed unexplained voltage drop beginning on (B)(6) 2022 while implanted. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Analysis of the battery revealed that review of the manufacturing data, the data gathered during the visual and dimensional inspection, and the electrical testing data, did not show any abnormal results. The characterizations and electrical testing of the battery are consistent with a delta 26h3 battery at this level of discharge. No evidence of an internal mechanism for premature battery depletion was found during destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.